Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited high threshold. The patient was asymptomatic. The lead was explanted and replaced. The procedure was performed without complication and the patient was well post procedure.